Event description:
Same case as MFR ID#: 2134265-2012-00422. It was reported that post a stenting treatment procedure, stent thrombosis occurred. At the time of the index procedure, cardiac catheterization revealed a medial 80-90% de novo lesion located in the vein graft to the distal left circumflex coronary artery (lcx). The patient was treated with direct stent deployment of a 3.5x20mm taxus liberte stent and a 3.5x24mm taxus liberte stent overlapping without post dilation resulting in no residual stenosis. The patient was discharged on aspirin (100mg) and clopidogrel (75mg). (B)(6) 2011: the patient presented due to angina pectoris. The patient was reported to be current on 100mg aspirin and had been randomized to study medication (75mg clopidogrel or placebo). Cardiac catheterization revealed stent thrombosis in the proximal portion of the previously stented lesion. The vessel was 100% occluded and the patient underwent thrombus aspiration and deployment of a drug eluting stent overlapping the proximal taxus liberte stent. The patient was discharged the next day.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).